Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in jail on (B)(6) 2022. The jail was instructed to bring the patient to the emergency room (ER) but that unfortunately did not happen that night. The patient was still stable at that time and was transferred to the ER. Upon arrival it was noted that the pump was off and the patient reported that they had been silencing this over the last day. The pump had been completely disconnected and the patient was in the hospital stable at this time. The plan was to have the driveline cut and internalized. It was noted that a week prior the patient went to an amusement park and rode many water rides and stated that the water "disintegrated" the tape. The patient admitted that they regularly partake in water activities and the system controller got wet. Log files showed that there was no any active pump data going back to (B)(6) 2022. It appeared that the controller was still connected to power on (B)(6) 2022. During this time the log files contained several internal faults including comm faults with the driveline. There were no other unusual events recorded in the log file event history. The patient is no longer supported with the pump. When the patient arrived to the ER the pump had been off for almost 24 hours and the site did not restart it. On (B)(6) 2022 the patient was taken to surgery where a mini-sternotomy was performed and outflow graft was surgically occluded. The external portion of the driveline was excised and clipped-off and covered and the skin was sutured closed. The patient returned to the cardiovascular intensive care unit in stable condition. Related MFR system controller: 2916596-2022-14456.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed pump stops consistent with controller internal fault and driveline power fault events. The account submitted log files for review. The system controller event log file contains data from 07oct2022 at 20:21:13 through 20:34:38 and additional events from 10oct2022 at 11:28:44 through 11:28:58. Pump stops coincided with controller internal fault alarm and loss of lvad communication alarms, as well as associated controller internal fault and loss of lvad communication fault, were observed throughout the entirety of the log file. The controller underwent a shutdown sequence and was turned off on 07oct2022 at 20:34:38. The controller was reconnected to a power source on 10oct2022 at 11:28:44 without reconnecting to a pump. The submitted photos confirmed cosmetic damage to the pump cable via water disintegrating the tape. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and heartmate 3 lvas patient handbook is currently available. The heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including pump stop alarms. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. This section also addresses how to properly interpret and troubleshoot all system alarms, including pump stop alarms no further information was provided. The manufacturer is closing the file on this event.